Event description:
It was reported that the ilet pump¿s screen was broken and no longer usable, resulting in difficulty operating the device; the user did not know how the damage occurred, and blood glucose was reportedly unaffected. Symptoms included no injury. Outcomes included no change in glycemic status and interruption of device use. Investigation included complaint review, customer interview, and planned device evaluation upon return. Investigation of this case revealed the device exhibited physical damage to the display, and data on synchronization status were provided by the user. It was concluded that the event was related to a damaged device component, and a replacement device was arranged while the original is to be returned.